Event description:
A 4.0 diameter x 10cm length nc stormer balloon dilatation catheter was inserted into a patient for treatment of a right coronary artery. The vessel and lesion morphology are unknown. The physician inflated the nc stormer balloon to post dilate a cypher stent. Upon the first inflation the physician inflated the balloon up to the rated of burst; however when the physician attempted twice to deflate the balloon, but the balloon would not deflate. The physician elected to remove the balloon, guide catheter and guidewire as one unit while the balloon was still inflated. When the balloon was in the abdomen area the physician elected to over inflate the balloon unit it burst. The physician was able to remove the balloon, guide catheter and guidewire from the patient. No additional clinical sequelae were reported and the patient is reported to be fine.